Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp in a 64-year-old male patient for st-elevation myocardial infarction support. The decision was made to place impella cp for support. Impella cp was prepped and inserted per instructions for use protocol via radiofrequency ablation. Percutaneous coronary intervention to left main performed. After the procedure the patient was sent to intensive care unit on support.